Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced rib pain. The pt reported the pain was located higher than her normal lower back pain that traveled from her spine to the front with stimulation turned on or off. X-rays were taken and the physician determined the lead may have caused the pain. Subsequently, the pt underwent surgical intervention where her scs system was removed. Follow up info revealed the pt's pain is improving.